Event description:
It was reported that the battery voltage had premature depletion. The patient did not report receiving any inappropriate therapy since late 2008. The device was removed and replaced.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 19 mg/dl and 135 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Analysis of the device's trending and diagnostic data confirmed sudden battery depletion not consistent with the device's usage. The device's current drain was measured on the bench and on the automated test system with a replacement battery. No anomalies were found. The device was sent to the vendor for destructive analysis. No anomalies were detected. The cause of the battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.